Event description:
It was reported that the diagnostic monitor detected several asystole episodes. There was confidence that all but one was false due to evidence that the qrs complex was dropping in amplitude and the episode also appeared to be due to a loss of qrs amplitude given that the low amplitude signals seem to "march through" at the same rate as the qrs. It is unknown whether there was any intervention. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.